Manufacturer narrative:
Corrected fields: b5. Event description h6. Device codes h6. Impact codes.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to dislodgement, confirmed through x-ray. Through clinical testing, the lead exhibited high capture thresholds and low sensing amplitude values. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.